Event description:
Md was using cautery side of a resection ablator. Round cautery tip burned/broke off inside the patient's shoulder. Tip of broken cautery blade was retrieved from the patient. "During case, trident device tip burned off and had to be retrieved. Cautery on 50/50. Parameters verified by calling company. All devices removed and sent to biomedical engineering for evaluation.